Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. Customer¿s blood glucose level was unknown. Customer also reported random no delivery alarms and scratches on the screen. Customer had to update insulin pump clock every 3-4 months and not sure why. The device will not be returned for analysis.